Event description:
It was reported that this event occurred in the dialysis unit. The insertion site was the left femoral vein. During swg returned, it was impossible to remove the swg from the catheter. The user tried pulling a little harder on the swg and it started to unravel, while still in the catheter. The catheter and swg were removed together. Another kit was opened and placed on the right femoral successfully. There was a delay in treatment, but there was no harm to the patient. There was a small residual hematoma on the root of the left thigh. No complication or death occurred to patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.